Event description:
A potential product issue has been reported with our artiste mv linear accelerator. In the abundance of caution this issue is being reported. Customer was deploying imager to image a pt, the gantry was at zero degrees. When imager arm was fully deployed, the vertical arm started to raise, at this time, the customer heard a loud pop and the arm then dropped down to the bottom. This generated a motion stop and several ips faults and the system was not operational. The customer placed a service call. Siemens responded on (B) (4) 2009, we found that the hd shaft bottom (B) (4) had broken where the transmission couples to the shaft. With this shaft broken, the vertical arm could move freely. If this would have happened with the gantry at 180 degrees, the imager would have lost drive control and ran uncontrolled down to the pt causing harm or injury to the pt. No info was reported that suggests that a mistreatment or serious injury has occurred. Preliminary risk assessment is documented. Corrective action is pending investigation and root cause determination.

Manufacturer narrative:
Preliminary risk is indicated: severity: 3 (critical). No injury or mistreatment has been reported. Worst case: if the shaft breaks, while the gantry is at about 180 degrees, the pt may be hurt by the mvpp running down. The speed of the motion will be slowed down by the gear box. Though the mvpp may hit the pt and may cause severe injury. Probability: d (occasional). This is the first time, that the shaft broke. Though no pt has been hurt. The precondition for the worst case (gantry at about 180 degrees) has not been given. A final classification of the probability is only possible after investigation of the complaint part. No other products are concerned.